Event description:
The user facility reported that during a therapeutic transurethral resection of prostate (turp), sparks were noted on the working element when current was applied. The users immediately stopped using the device and the device was withdrawn from the pt. A different, but similar working element and high frequency cable were utilized to complete the case. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the reported arcing, however, there was evidence of thermal damage on the teflon body. Debris was noted inside the teflon body, which likely caused or contributed to the reported phenomenon when current was applied. The instruction manual advisers users that the electrode connection point on the device must be free of debris or spark discharge may occur. The cause of the user's experience was likely due to insufficient cleaning. The device referenced in this report has been serviced, and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.